Event description:
2001 - original surgery to repair fractured neck of femur. On event date pt was readmitted with complaints of severe pain in surgical hip. X-rays revealed broken hip plate. Three days later - pt taken back to surgery to replace plate.